Event description:
It was reported that the pt underwent a tlif at l5-s1 using 1/8 of a large ii rhbmp-2 impregnated absorbable collagen sponge, a vertebral body spacer, local bone, and allograft supplemented with bone marrow aspirate. The remaining 7/8 of the rhbmp-2 impregnated absorbable collagen sponge was placed posterolaterally on both sides. Although the surgeon is unsure exactly when the pt's symptoms began, he believes that approx 2-3 days post-op, the pt began complaining of increased pain an sensory deficit. A repeat laminectomy was performed at an unk time post-op at l4. Edematous or swollen fat was found to be compressing the nerve roots, and the area was surgically decompressed. There was no fluid observed separate from the fat.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.